Event description:
It was reported that the implantable cardiac monitor exhibited undersensing with episodes classified as asystole. It was noted episodes of asystole were observed and undersensing is suspected. The icm remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.